Event description:
It was reported that during an unknown procedure the tips of the device were not lining up which caused the clips to cross. Unknown how the case was completed. There was no patient consequence reported.

Event description:
It was reported that during an unknown procedure, air leaked a lot. The devices were used as-is to complete the case. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.